Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5083525) that a female patient of unknown age who underwent breast augmentation with two unspecified mentor saline breast prostheses, reported experiencing the following: "after breast augmentation in of 2005. I began having shoulder and neck pain. Had an MRI but nothing conclusive yet, I was in so much pain I had to go to the emergency room (ER). Eventually received a steroid shot but shoulders continues to have pain. Also had vision changes, became allergic to everything, placed on medication to control it. Had hormone issues (hot flashes, insomnia, low libido) and began taking bioidenticals to combat the symptoms. Had insomnia which caused me to prescribed ambien was on this drug for 2 years. Developed capsular contraction in the right breast and was having breast pain. This is what lead me to decide to remove my implants on 2018. Since removal I no longer take the hormones or ambien and all my symptoms are gone. My shoulder and neck pain was gone immediately after explant." This medwatch form is for the right breast prosthesis.